Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced possible peritonitis, coincident with automated peritoneal dialysis therapy. The possible peritonitis was manifested by cloudy effluent and abdominal pain. Two days prior to the receipt of this report, the patient was hospitalized. The cause of the possible peritonitis was unknown. On unreported date(s), the patient was treated with diflucan intraperitoneally (dosage, frequency, and duration not reported) and cipro intraperitoneally (dosage, frequency, and duration not reported) for the possible peritonitis event. On an unknown date in the same month as this report was received, the peritoneal dialysis catheter was removed. In the same month this report was received, peritoneal dialysis therapy was stopped and the patient began hemodialysis therapy. Hospitalization was ongoing. The patient was recovering from the possible peritonitis. No additional information is available.